Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 06/02/2024, it was reported that the patient experienced inaccurate cgm values. According to the call review, the patient said he was hospitalized 6 times due to inaccurate readings (please see related complaints). The patient wanted to speak to a supervisor. At an unspecified moment, the egv was noted to be 58 mg/dl and the bg 181 mg/dl. The patient refused to give more details. Of note, another call was made 06/07/24. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 05/26/2024. On 06/02/2024, it was reported that the patient experienced inaccurate cgm values. The patient said he was hospitalized 6 times due to inaccurate readings. This report will capture 1 of the 6 related complaints with similar details. The patient requested to speak to a supervisor. At an unspecified moment, the cgm reading was noted to be 58 mg/dl and the bg 181 mg/dl. According to the report, technical support tried to get more information about him being hospitalized, but the patient declined and does not want to provide anymore information. Of note, a follow up from ts was attempted on 06/07/2024. Patient stated at the time of contact, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). This is 1 of 6 allegations of inaccuracies. The patient reported 6 instances in the patient was hospitalized however declined to provide details. Please see the following related complaint records (B)(4). B5: describe event or problem - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H11 additional narrative - correction. H10: corrected data.